Event description:
Rn hung bag of potassium and top clamp was slightly closed, pump continued to "infuse" for programmed duration. However, when pump alarmed that the infusion was complete, rn found a completely full bag of medication. Pump should have alarmed that there was an "upstream occlusion" so that rn would be notified that medication was not actually infusing. In this case, no harm came to the patient, but this situation could pose a very serious risk for a more critically ill patient on a critical infusion.